Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead from a right sided approach, due to bacteremia. Spectranetics lead locking devices (llds) were inserted into the leads to provide traction. The ra lead was damaged with insulation breach and lead breakdown, which was expected due to lengthy dwell time of 18 years. Beginning with a spectranetics 16f glidelight laser sheath on the rv lead, advancement was achieved to the mid superior vena cava (svc), where progress stalled, due to suspected calcium in the region. The glidelight was removed in order to switch devices, and upon removal, the outer jacket was badly torn (MDR #3007284006-2024-00180), and use of the glidelight was discontinued. Next, a spectranetics 13f tightrail rotating dilator sheath was used on both the rv and ra leads; however progress could not be achieved, and the tightrail was removed. Then, a new 16f glidelight was used on the rv lead, and the rv lead was successfully extracted. Upon removal of the second 16f glidelight, the outer jacket was badly torn and damaged as well and use of the glidelight was discontinued. Finally, a spectranetics 11f tightrail sub-c was used to successfully extract the ra lead, and the procedure was completed with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.

Manufacturer narrative:
A2): patient date of birth, age unknown. A4): patient weight unknown. H3): visual inspection found a breach in the outer jacket beginning 3 cm from the distal tip, extending 5 cm in length. In the area of the breach, exposed and protruding fibers were present; however, no broken fibers were observed. The jacket was ripped with a snagged appearance, indicating pull damage, based on the direction of the rip. Additionally, indented striations were present on the outer jacket (indicating an object likely scraped against the device), extending from the distal tip to 3 cm, where the breach began. H6): based on device evaluation and investigation, this has been determined to be a use related failure. Additionally, the patient's condition and ra lead damage may have contributed as well. The characteristics of the outer jacket, along with suspected calcium and potential interaction with a damaged lead in the region, are likely the causes of the damage observed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.